Event description:
It was reported that a patient underwent an open bilateral salpingo-oophorectomy and an uneventful sling procedure in 2007. The next day the patient's hemoglobin fell from thirteen to nine and the patient developed abdominal wall bruising. The patient then became febrile and was treated with antibiotics. The fever decreased over the next 24-48 hours and the patient was sent home on oral antibiotics. The patient then developed a temperature to 102 degrees at home and was re-admitted to the hospital yesterday. Ultrasound found a five to six centimeter hematoma retropubically on one side. X-ray and CT scan of the abdomen were otherwise negative.

Manufacturer narrative:
Data sent to the FDA: 8/23/07. No conclusion can be drawn at this time, should additional information be obtained, a supplemental 3500a form will be submitted accordingly.